Event description:
It was reported that, the customer was hospitalized due to hyperglycemia. The customer had fluctuating blood glucose for two days prior to hospitalization. Prior to being hospitalized, the customer was vomitting. No further info was provided.

Manufacturer narrative:
Analysis was performed and the insulin pump passed the functional test, seat, rewind, basic occlusion, and occlusion test. The tone was checked and no audio, beep anomaly was noted.